Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/ pt contacted lifescan (lfs) on august 26, 2006 alleging that his meter would not power on. A medical affairs specialist (mas) spoke to the pt on august 28, 2006 and obtained/ verified the following information: the pt only tests his blood glucose when he experiences symptoms or when his readings are elevated in the mid 200's. On two days prior to original date, the pt woke up around 8:00 am and tried to test his blood glucose and the meter would not power on. He ate breakfast and then shortly after eating, he felt lethargic and weak. He tried to test again and the meter would not power on. He made an appointment to see his physician based on his symptoms and saw the physician around 10:00 am. The physician tested the pt's blood glucose and obtained a 241 mg/dl and was advised to go home and take his insulin (novolog mix 70/30). Pt came home around 10:30 am and took his insulin and then ate a light snack. He felt better an hour later. He did not have a back up meter to test his blood glucose and because his readings were elevated at the physician's office, he contacted lfs for assistance on the 26th. Since the 24th, he has not experienced any symptoms. His readings prior to the 24th, exact date unknown was around 160-170 mg/dl. Pt refused to provide mas his sliding scale range. The pt was using the correct vial of test strips and the test strips were in good condition and not expired. Customer care advocate (cca) found out that the pt's battery contacts were corroded and that was why his meter was not powering on. The pt had replaced the battery sometime eariler this year. Cca sent the pt a replacement meter. The complaint is being reported since the pt was unable to test on the meter and later experienced symptoms. The pt was later found to be hyperglycemic and was treated by a medical professional.